Manufacturer narrative:
The insulin pump had button error alarm and no act button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 85 mg/dl at the time of incident. The customer mentioned that they were hospitalized but not due to the insulin pump or diabetes related. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.